Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. A definitive root cause cannot be determined; however, it is likely that patient related factors contributed to the event. No further corrective or preventative actions are required at this time. If new information becomes available, a follow up report will be submitted. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient experienced an arrhythmia event five (5) days after implant of a 25mm aortic valve. As reported, non-sustained ventricular tachycardia (nsvt) and atrial fibrillation occurred. A permanent pacemaker was implanted in the patient to treat the issue.